Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged respiratory tract irritation,asthma,cancer. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged respiratory tract irritation, asthma and cancer. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following: pil initiated therapy with the device and verified airflow, using a pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil observed the beginning of sound abatement foam degradation in the following areas. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings - pil observed the following from an external and internal inspection: the air outlet port had dust-like contamination in it. White and black dust-like contamination (inconsistent with degraded sound abatement foam) at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Dust-like contamination on sound abatement foam. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. There was 3 error code found. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.